Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Iris damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, a quality product deficiency was not identified. The root cause of the reported event was due to patient movement during procedure. MFR# reference : (B)(4).

Event description:
It was reported that following a right eye cataract procedure, the patient moved his head during a trabecular micro-bypass stent procedure which resulted in approximately 3 clock hours of iridodialysis superonasally. The stent was successfully removed from the patient¿s eye, and the procedure was aborted. Reportedly, the patient may need iridoplasty in the future. Additional information has been requested.

Manufacturer narrative:
The device was received by glaukos and the evaluation was completed. Evaluation of the returned device found no non conformances during visual inspection and functional testing of the inserter. Based on the results of the investigation, no quality product deficiency was identified. MFR# reference: (B)(4).